Manufacturer narrative:
This style delivery device requires a manual advancement of the trigger to advance the t¿s. There is no deployment mechanism with the returned devices. The returns are bent, bowed and have twisting deformities representing some form of resistance during use. Bending of the needle delivery system will prevent the device from functioning as designed. The twisting and/or bending will interfere with advancement and removal of t¿s. Root cause cannot be fully confirmed due to the condition the devices were received in. Use errorr can not be ruled out as a contributing factor.

Event description:
It was reported that during a meniscal repair procedure the t2 failed to deploy from the device. A backup device was utilized to complete the procedure. No patient injury or complications were reported.